Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Several cine runs were completed, stored, the recalled without problem. Corrupt files appear to have been isolated to single procedure. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that following a vascular procedure with the system 9900, the thumbnail files containing the cine run data were corrupt. There was no adverse pt involvement reported. There was no pt info reported.